Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services due low blood glucose and seizure on (B)(6) 2020 with the blood glucose level of 20 mg/dl. Customer was treated with food and glucose. Customer was using insulin pump system within 48 hours of reported event. Customer was not using auto mode of insulin pump. Customer did not allege that the insulin pump was over delivering. Customer was also taken to emergency medical services on (B)(6) 2020. The insulin pump will not be returned for analysis.